Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an MRI and cannot recall if they had exited MRI mode. No further information is available.

Manufacturer narrative:
B3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Manufacturer narrative:
Correction b5: additional information received reports that the patient's ipg was not in MRI mode and is in a bondable state. The patient's ipg has reached end of life.

Event description:
Additional information received reports that the patient's ipg was not in MRI mode and is in a bondable state. The patient's ipg has reached end of life.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.